Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that erroneous sodium (na) results were obtained on multiple patient samples on a dimension exl 200 integrated chemistry system. Quality control (qc) recovered within the lab ranges prior to the erroneous results. The customer replaced the consumables, flushed and primed. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit the cse inspected the system for leaks, and none found, ran system check which passed. Based on the available information, it is determined that the flow issue through integrated multisensor technology (imt) potentially contributed to the erroneous na results. The instrument is performing according to specifications. No further evaluation is required.

Event description:
The customer reported that they obtained erroneous sodium (na) results on multiple patient samples on a dimension exl 200 integrated chemistry system. It is unknown if the initial results were reported to the physician(s). The samples were repeated on an alternate system and the results obtained were considered correct. It is unknown if the repat results were reported to the physician(s). The customer declined to provide patient sample data including sample identifiers, erroneous results and correct reported results. There are no known reports of patient intervention or adverse health consequences due to the event.